Event description:
I got essure coils in year 2013 after my daughter was born and I now have pain in my pelvic area. Also, when I walk, I feel stabbing in my pelvic area and I have pregnancy symptoms such as morning sickness and tender breast and also no period. This crap needs to be off market and off market now. I also pee on myself. This is crap. I feel tired and no energy. I have kids and I mostly stay in bed where I am so tired due to this piece of crappy, all let them put online to damage us and kill us.